Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia, patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a (left) 75cc mentor smooth round moderate profile and an unspecified mentor saline breast prostheses in (B)(6) 2004, suffered the following beginning in 2005: connective tissue growth - tissue grew over between the left and right breast that connected, causing shortness of breath. X-ray confirmed the presence of connective tissue. As a result, the patient underwent removal of the tissue and breast implants in 2005. Pockets for implants were created and the patient was allowed to heal for six months before re-implantation. This medwatch form is for the left breast prosthesis.